Event description:
It was reported that during unpacking for an angioplasty treatment procedure, shaft broke. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous left popliteal artery. A 4mm x 1.5mm x 140cm spcb flextome monorail cutting balloon catheter was selected to treat the target lesion. Upon unpacking the device, it was noted that the guidewire port of the shaft was broken off. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good.

Event description:
It was reported that during unpacking for an angioplasty treatment procedure, shaft broke. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous left popliteal artery. A 4mm x 1.5mm x 140cm spcb flextome monorail cutting balloon catheter was selected to treat the target lesion. Upon unpacking the device, it was noted that the guidewire port of the shaft was broken off. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was returned for evaluation. Shaft detachment was observed 24.9 cm from the catheter tip. Stretching was also present at the break site. The returned device had the balloon protector attached over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with slight resistance. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).